Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The colonovideoscope was returned to the service center with a report of angulation was not good. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, occasional interference was found. There was no patient involvement.